Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a delivery anomaly with the insulin pump. Customer reported they did not receive insulin when there was 20% of insulin remaining in the reservoir. The customer also reported there was an absence of a no delivery alarm or any other alarm. Customer's blood glucose was unknown at the time of the call. The customer also reported the threads on the piston did not fit into the reservoir. Customer was advised the size of threading should all be the same. The customer declined to return the insulin pump for analysis.